Manufacturer narrative:
A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6b: unk. H4: unk. H6: health effect impact code: 4644 - glaucoma meds (alphagan drops, ganfort). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients left eye (os), on (B)(6) 2023. The patient had persistent elevated intraocular pressure (iop) 35mmhg. 3 types of glaucoma meds were prescribed. Steroids were stopped on (B)(6) 2023. Iop was 34mmhg on alphagan drops on (B)(6) 2023. Ganfort was added. At the (B)(6) 2023 post-op visit, the iop was 11 be. The doctor stopped one of the glaucoma meds. The lens remained implanted. Additional information has been requested but none has been forthcoming.